Event description:
Caller reported a power source alert that did not adversely impact the customer's blood glucose level. The customer was using both a tandem charging cable and wall adaptor when the alert occurred, and efforts to troubleshoot were not possible due to the pump shutting down. As a resolution, technical support confirmed that the pump would be replaced. The customer planned to use multiple daily injections as a backup therapy and was instructed on how to place the pump into storage mode before returning it. The return of the problematic pump would be facilitated by a prepaid label, and the customer acknowledged the instructions.